Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) experienced an error during use indicating that iabp maintenance was required. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1 (event site name): (B)(6). Telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code , medical device ¿ problem code), h11 a getinge field service engineer (fse) evaluated the unit onsite and identified abnormal positive and negative pressure. The fse initially reported that a pump assembly was required and had been ordered.the pump assembly was replaced, after which the device underwent functional and safety testing, all of which passed per manufacturer specifications. The unit was returned to the customer and cleared for clinical use.